Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead pulled back slightly from the implant position, which caused significant phrenic nerve and diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).